Event description:
The customer complained that a patient sample with a known anti-jk(a) and anti-k yielded an additional positive reaction with cell 4 of biotestcell i11. The customer had returned neither the patient sample nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell i11 with different positive and negative controls respectively samples. All positive and negative reactions were correct. We did not obeserve any false positive reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.